Event description:
It was reported that the patient experienced irritation to the nerve down the leg. The patient had good coverage as far as the area he has pain, but the stimulation was not feeling good to him. It was also reported that the patient experienced high impedances (>20000 ohms) on electrodes 9 and 13. All other electrodes were within normal limits. An x-ray revealed no abnormal findings of the implanted system. Additional information has been requested from the hcp, but was not available as of the date of this report.